Event description:
During renal pta, stent became dislodged, filterwire broke. Attempts to retrieve were unsuccessful. Patient to operating room for explanation of right femoral artery and retrieval of left renal artery and stent.